Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib/pacer stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log found that the logs were cleared prior to receiving the unit at zoll. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician powered on the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.